Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient that was treated for a abdominal aortic aneurys on (B)(6) 2018. It was reported that two days prior to the initial procedure, patient had a peripheral intervention for a partially occluded left common iliac artery in preparation of the placement of the ovation device. During the procedure, it was noted that it was a difficult case due to the patient's tortuousity and kissing stents at bifurcation. The final angio revealed a type 1a endoleak. Surgeon performed coda ballooning to help resolve the issue, but a small leak was still present. He did not want to attempt further intervention, and instead elected to end the procedure and monitor the patient.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 06/13/2018, 06/25/2018, 07/05/2018 and were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release.